Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported in (B)(6) 2021 with pain and erythema around the implant housing. To treat the infection the device was explanted on (B)(6) 2022 and the user will most likely be implanted on the contra-lateral right side.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to received information, the recipient experienced a delayed and chronic soft tissue infection with skin dehiscence in the area of the implant. Repeated antibiotic treatments could reportedly only temporarily solve the issue, therefore, device explantation was finally performed. Considering the delayed appearance and the proper sterilization of the implant at the time of manufacturing, it can be assumed that the device was not the source of the reported infection. This is a final report.

Event description:
The user reported in (B)(6) 2021 pain and erythema around the implant housing which was due to an infection. There is no allegation against the external magnet having contributed to the issue. The user was performing well with the device until he started presenting with pain in (B)(6) 2021. To treat the infection the device was explanted on (B)(6) 2022. No known cultures have been taken at the time of the explantation. It is not known whether granulation tissue was observed on the mesh. But the surgeon does not feel that the mesh played a role in the infection. The device itself is not thought to have been involved, either.